Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a dosing stopped alert on the ilet when the dexcom g7 sensor became disconnected and pairing to the ilet failed, after which guided menu navigation and toggling resolved the issue and restored pairing. Symptoms included interruption of automated insulin dosing. Outcomes included no injury, no medical intervention, and resumption of normal operation after troubleshooting. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a communication or pairing issue between the cgm and the ilet, which was resolved through re-pairing without hardware replacement. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error that was correctable through standard troubleshooting.